Event description:
It was reported that during the pre-test, the water in the foley catheter did not drain halfway through. Per investigator's notification received on 31dec2024, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the water in the foley catheter did not drain halfway through.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the water in the foley catheter did not drain halfway through. Per investigator's notification received on 31dec2024, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event is confirmed against the syringe. Visual evaluation noted received silicone temp sensing foley catheter with sample port connector and syringe. Using returned syringe catheter was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Upon inflation asymmetrical balloon was found concentricity of 100:0 was found. 3.5ml of solution was removed passively. Attempted inflation and deflation with in house syringe. Inflated properly and deflated under 5 minutes (1 minute and 47 seconds) with no difficulties. Also received 6 photo samples. First photo sample shows top view of catheter and syringe used. Second photo sample shows end of catheter with deflated balloon. Third photo sample shows inflation cap. Fourth photo sample shows outer tray packaging. Fifth photo sample shows document written in native language. The reported event was confirmed against the syringe and does not meet specifications per inspection procedure which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe". A DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review was not required as labelling would not have prevented the reported event. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.